Manufacturer narrative:
Update: b5, d9, h3, h6. Device evaluation: follow-up report submitted to document the device evaluation results.

Event description:
No new information.

Event description:
It was reported that during testing conducted at the user facility the device would not inflate. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the facility, there was no patient involvement and no delay to a surgical procedure.